Manufacturer narrative:
Evaluation results: one used portex tracheostomy tube was returned for evaluation. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect for any leakage. No discrepancies were found. The cuff was able to inflate, and remained in that state for more than 24 hours. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause has to be determined since the product problem could not be replicated.

Event description:
Information was received indicating that air leakage was found to a smiths medical portex® blue line ultra® tracheostomy tube while in use. It was reported that the cuff pressure was checked at pre-use check and multiple times during use. Subsequently, the tracheostomy (trach) tube was changed out with no adverse effects.